Event description:
Reported blood glucose results of "272 mg/dl, 125 mg/dl, and 161 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced to further troubleshoot the meter.